Event description:
The user facility reported that during a polypectomy they noticed a flame shot out of the snare sheath, while the physician was trying to cauterize a polypectomy site. The user facility reported that they were using a non-olympus generator as their electrocautery device. The electrocautery was set to 25 watts coagulating mode. The patient's tissue was found charred black. A non-olympus device was used to stop the bleeding site. The procedure was completed and there was no complications reported.

Manufacturer narrative:
The product referenced in this report was returned to olympus for investigation. The investigation revealed that there was evidence of small burn mark on the loop wire. However, there was no damage noted on the tube sheath or inner forcep wire that connects the slider to the wire loop. The snare loop most likely came in contact with some form of metal either on the scope or in the patient at the time of the procedure. Based on a conversation with the risk manager at user facility, it was stated that this incident could have been due to patient's gastrointestinal gas. The snare was forwarded to the original equipment manufacturer for further investigation. If additional relevant information becomes available a supplemental report will follow. This report is being filed as an MDR in an excess of caution.